Event description:
Technician developed rash around the cuff area of the sleeve of the gown. She saw a physician who prescribed cream. The cream helped, her rash is better.

Manufacturer narrative:
No sample was provided for evaluation. Without the actual sample we are unable to confirm what the customer experienced and assign a root cause. During the product development phase, all materials used for the gown were evaluated for biocompatibility. Only materials that successfully complete this test can be commercialized. This gown body is composed of polypropylene and cuffs are composed of polyester. The cuffs are engineered without dyes or other potentially irritating materials; there have not been any material changes. The tests utilized are designed to predict the safety of the product for the general population of users. Unfortunately, no test or series of tests can guarantee that a particular item will be compatible with all users. The raw material suppliers have been notified of this complaint. We will continue to monitor our customer base for complaints of this nature.